Manufacturer narrative:
The actual device was not returned for evaluation. A review of the device history record could not be conducted due to the lot number being unknown. A search of the complaint file could not be conducted due to the lot number being unknown. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the patient had an allergy reaction when using the angio-seal device. The following information was provided by the user facility: the patient showed signs of anaphylaxis; however, it has not been confirmed whether the hemostasis by the angio-seal device caused it or not. The patient fell into unconsciousness temporarily after the hemostasis procedure. Since the part where the angio-seal's collagen was placed swelled, the patient may be allergic to angio-seal collagen. The progress of the patient's condition is currently observed. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. Vessel diameter: unknown. Size of the sheath ancillary used: 8 fr. Puncture to the back wall: none. Multiple times of puncture: none patient was hospitalized due to the event. The patient's hospitalization was extended due to the event. Hemostasis was successfully achieved. Additional information was received on 7/11/17. The hemostasis was successfully achieved after a stent was successfully positioned in the intended area. It was reported that this event was confirmed that there is no relation with the stent implant. However, one hour after the hemostasis procedure, when the status of the hemostasis was examined, swelling was observed from the hemostasis area to the knee. The physician confirmed by CT scanning that it was not hematoma. The following day, the patient was supposed to leave the hospital, but when the physician visited the patient, the patient fell into unconsciousness after vomiting. From the patient's condition, the physician suspected an allergy of the angio-seal device, so the patient was given anti-allergic drug. The patient should have been in the hospital one more week to receive follow-up observation. One week later, as the patient recovered, the physician let him leave the hospital. The physician says that the causality of the angio-seal cannot be denied concerning allergy and unconsciousness because the hemostasis area was swollen and a systemic reaction was not identified. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. - vessel diameter: unknown - size of the sheath ancillary used: 8 fr. Puncture to the back wall: none. Multiple times of puncture: none.